Event description:
It was reported that during a laparoscopic cholecystectomy, when firing across the cystic duct the clips scissored. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer alleged that his blood glucose readings had been higher than usual. He performed control tests while troubleshooting and received a result of 175 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a coupon for a new meter were sent to the customer.